Manufacturer narrative:
Product analysis: analysis was able to confirm the reported programmer overheating. The micro processor unit (mpu) was replaced and the hard drive was reloaded and the software was updated. The power supply was also replaced as a preventative measure. Analysis also noted that the system fan was noisy; the fan was replaced. The programmer passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.